Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger wr9200 (serial #: (B)(6)) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's (pt) representative (rep) regarding an implantable neurostimulator. The caller noticed that the green light on the recharger was always running very fast. Caller said they charged for 3-4 hours in the dock and the light did not stop scrolling. Patient keeps the recharger in the docking station when not in use. During the call the caller tried a hard reset on the recharging device, but the issue was not resolved. An email was sent to the repair department to replace the device. Caller mentioned that there is not a good connection from the usb cord for the docking station. The cord has to be at a specific angle to connect. Caller requested a replacement cable and docking station. The caller noticed the issue about one year ago maybe two years ago. Sent an email to repair requesting a docking station, charging cable, and charging adaptor.